Manufacturer narrative:
Device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. On 19-mar-2024, 27-mar-2024, 18-mar-2024, 28-mar-24, 09-apr-24 & 17-apr-24 the patient reported that 5 infusion set cannula was kinked, within 3 hours of insertion and the blood glucose level goes upto 54-500 mg/dl. The infusion set long for few hours. Furthermore, the customer confirmed that he replaced the infusion set and resume insulin deliveries successfully unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.